Manufacturer narrative:
The hcg+b reagent lot number was 774930 with an expiration date of 30-jun-2025. The field service engineer found that the sipper pipeline was working abnormally, and the sipper needle was dripping and spitting bubbles. He suspected that the pinch valve was defective. He replaced the pinch valve and performed qc and calibration and they were acceptable. The investigation is ongoing.

Event description:
We received an allegation about questionable low results for 26 patients' samples tested with elecsys hcg+beta (hcg+b) assay on a cobas 6000 e601 immunoassay analyzer when compared to a cobas 8000 e602 immunoassay analyzer at the main laboratory. The following are examples of the discrepant results. Sample 1: initial result: 404.8 miu/ml. Repeat result: 1254 miu/ml (tested on e602). Sample 2: initial result: 6555 miu/ml. Repeat result: 19210 miu/ml (tested on e602). Sample 3: initial result: 17.4 miu/ml. Repeat result: 348.4 miu/ml (tested on e602). The qc was out of range prompting the rerun of the patient samples in the main laboratory. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The service action (replacing the defective pinch valve) resolved the issue. The root cause was due to a defective pinch valve (component issue).